Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4). The result from the meter was 3.9 inr. The customer was tested 1.5 hours later on a doctor's coaguchek professional meter and the result was 2.7 inr. On (B)(6) 2018, the result from the meter was 5.0 inr and the result from the doctor's meter was 4.4 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. Relevant retention test strips (lot 297788) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor #1: retention meter and master lot strips: 3.4 inr, customer meter and customer strips: 3.6 inr. Donor #2: retention meter and master lot strips: 4.8 inr, customer meter and customer strips: 5.2 inr. The maximum difference between measurements with the same blood sample was 8%. Returned customer material and retention material comply with the specification.